Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent moved 4 mm proximal to the proximal markerband. The stent was stretched and damaged throughout, apart from the first four rows at the proximal end. There were also kinks identified along the entire length of the hypotube shaft. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the "stent showed problems in the delivery system and overcoming the injury." The target lesion being treated was located in the mid left anterior descending (lad) artery. The 3.50x12mm promus element stent delivery system was advanced and an unknown issue occurred. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that the stent had moved on the balloon and stent damage. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.